Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and a mrr was found on p/n 319.701 lot #4366478 for feature c1 undersize and the slotted diameter etched. Feature c1 was re-checked and found within tolerance by the qe and the etch in the slotted diameter was also accepted by the qe because it is not defined. This nonconformance is not relevant to this complaint condition because c1 and etch in the slot do not affect measurement reading of the device. No issues were found during manufacture that would contribute to this complaint condition. Placeholder.

Event description:
The sales consultant reported the cannulated screw measuring device seemed to be measuring short during a proximal femur procedure. The procedure was completed successfully. Reportedly, the post op x-ray showed the screws placed were seated appropriately and did not penetrate the femoral head. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials (B)(6); dob: (B)(6) 1943; gender: female.

Event description:
This is 1 of 1 report for complaint # (B)(4).